Event description:
The customer stated the tampon applicator appeared to be defective. After inserting the tampon, she attempted to remove the applicator which was difficult to remove. She was able to remove completely, but after close inspection of the applicator she noticed the applicator appeared to be melted.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.